Manufacturer narrative:
The lesion was pre-dilated. No resistance was noted while advancing the device to the lesion. There was a gradual drop in pressure. The device was not moved or repositioned in the lesion prior to the burst. The stent was successfully deployed at the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: a left coronary angiogram shows a lesion in the obtuse marginal artery and the reported lesion in the mid lad .another angle of projection shows the lesion in the lad. A previously deployed stent is proximal to the lesion and a balloon is delivered across the lesion and inside the previously deployed stent, pre dilating the lesion and the stent. A stent is delivered inside the previously deployed stent. The stent is deployed. There is no burst visible in the images returned. No contrast is seen leaving the balloon as the stent is deployed. The stent is successfully deployed . A post stent angiogram shows the treated lad. No images provided suggest a balloon burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 80% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that the balloon was inflated to less than 12 atm. It was reported that the balloon burst/ruptured on the first inflation. During stent deployment. It was reported that the patient was alive with no injury.